Event description:
This pt purchased plano tinted contact lenses from a "convenient store" without a prescription. Pt was given no instructions on care or handling. Pt complained of tearing, pain, redness and photophobia x 2 weeks and worsening of the right eye.